Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.

Event description:
Boston scientific crm received information that this right atrial lead exhibited impedance measurements greater than 2500 ohms. The right ventricular lead experienced fluctuating impedance measurements and increased threshold measurements. Stored electrograms noted loss of capture. It was noted that this patient is not dependent and had an underlying rhythm of 40 bpm. During a lead revision procedure, the physician noted dried blood and fluid in the header of both ports. The leads were cleaned and tested through a pacing system analyzer, which noted normal lead measurements. As a result, the device was explanted and the leads remain implanted. No adverse patient effects were noted.

Manufacturer narrative:
The explanted product has not been returned. If the product is returned for analysis or if additional information becomes available, this report will be updated.